Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed that the turbine was jammed and could not be manually rotated. Disassembly of the turbine revealed unknown debris lodged in between the impeller and housing, leaving visible damage on both.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was bale to verify the customer's reported issue. The device was powered on, a "disc/sense" alarm occurred, air flow was not being produced. Bench testing revealed that the turbine seized and would not spin. The service technician replaced the turbine and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was not blowing air while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.